Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a software card change the programming of the implantable neurostimulator (ins) had been changed by interrogation from constant voltage to constant current. It was noted that reprogramming was required as a result of the event. It was noted that the issue was resolved. It was noted that there were no patient symptoms as a result of the event. It was noted that the patient status was unable to obtain at the time of the report. Additional information received reported that the manufacturer representative would get the software card in two days and ask further questions regarding the event at that time. Additional information received reported that no malfunctions were seen, the stimulator was immediately reprogrammed. It was noted that no other interventions were required. It was noted that the patient outcome was good and the patient received effective therapy. It was noted that the device remained in service. It was noted that the indication for use in this patient was not known.